Event description:
Device diagnostic testing at office visit resulted in high lead impedence reading indicating possible device malfunction. The pt had recently undergone generator replacement surgery for end of service.